Manufacturer narrative:
Medwatch sent to FDA on 06/12/2009.

Event description:
After treatment in the nasolabial folds with juvederm ultra plus 3mm, pt presented with swelling at the injection site. The physician prescribed oral medrol dosepak. The physician feels the prescription was necessary to hasten resolution and to prevent worsening of symptoms.